Event description:
This device was returned for service with a report of a malfunction code 7 occurring. The facility reported no record of any pt incident associated with this device. Despite baxter's attempts details were not received regarding when the failure occurred, if the device was in use on a pt at the time, and what the programmed prescription was. Should this info become available a follow up report will be submitted.